Event description:
It was reported to medtronic minimed experienced got her new pump and asking for assistance in setting it up.the event involved products mmt-1880l. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1880l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case and retainer knit line damage. No complaint found in the complaint notes or codes confirmed. Cosmetic damages were noted during visual inspection. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.